Manufacturer narrative:
The ion system was used for navigation to the left lung lesion, and the pathway to deliver the 3rd party creo microwave ablation probe. No biopsies were performed during this procedure. A review of the ion system logs for the reported procedure found there were no related system errors to have occurred during the procedure that were relevant to the reported event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent microwave ablation of a left lung lesion using ion bronchoscopy. Patient was discharged without complications. Patient developed infectious complications 11 days later. Despite hospitalization and treatment, patient died 31 days post-procedure. Based on the available data the reported bronchial infection is possibly related to the ablation procedure but is not related to the ion devices. Navigational bronchoscopy is a minimally invasive and safe procedure. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with a pneumonia/infection rate of 0.2%. Other reports have described rates as high as 6.1% in patients with lung cancer attributed to anatomic changes and underlying co morbidities. Cavitation, intratumoral low density areas, bronchial stenosis, low serum albumin and tumors greater than or equal to 3cm have specifically been associated with a higher risk of infectious complications post bronchoscopy. This patient had at least 2 of these risk factors including 3 cm size and bronchial stenosis. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Shimoda m, yamana k, yano r, et al. Analysis of risk factors for the development of a post-bronchoscopy respiratory infection in lung cancer patients. Journal of infection and chemotherapy. 2021. Souma t, minezawa t, yatsuya h, et al. Risk factors of infectious complications after endobronchial ultrasound-guided transbronchial biopsy. Chest. 2020. Section d10 concomitant products: creo ablation probe and microwave (ce marked) were used with the ion system in this event from france.

Event description:
It was reported that the patient underwent an uneventful ion-assisted endoluminal creo microwave ablation procedure and was discharged home. Eleven days post-procedure, the patient was admitted to the hospital with respiratory distress, fever, loss of appetite, cough with purulent sputum, and dizziness. Laboratory tests showed elevated white blood cell count and c-reactive protein. A CT scan revealed a unilateral infection at the ablation site in the left lung. The physician reported that the patient was treated with antibiotics (tazocin, meropenem, rovamycin) and oxygen via oxyflow. Bronchoscopy with bronchial lavage was also performed. The patient remained hospitalized and expired 31 days after the ablation procedure. The physician reported that there were no sterility or other issues with the ion or ablation systems during the procedure, and that they did not cause or contribute to the infection or ultimate outcome. The cause of death was reported as possibly related to the ablation procedure and the patient¿s underlying conditions of emphysema and chronic obstructive pulmonary disease.